Event description:
It was reported that the patient was not heating on the arctic sun device. The nicu patient was on a device for seizure management and multiple brain anomalies. The patient started the therapy and was 35.9c for the last 24hours and was unable to reach the target temperature of 36.5c to 37.5c. The device received alarm 115 (prolonged warm water exposure) for every 30 minutes and stopped the therapy. The neonatal pad was around the patient. They were unable to use the overhead radiant heater due to the eeg scalp leads and risk of scalp burns. They had a camera on the baby for the seizure activity and could not add a blanket. The esophageal probe was in place. The medications for the seizure management and sedation were being administered. The patient temperature was 35.9c, water temperature was 40.1c and flow rate was 1.0 l/min. Ms&s discussed regarding the alarm 115 and the importance of frequent skin checks and informed the nurse that the device will continue to alarm and stop the therapy due to the prolonged warm water exposure. Per follow up 1 on (B)(6) 2020 via nurse, stated that the patients temperature was able to be controlled and they were able to complete the therapy with no other issues.

Manufacturer narrative:
Per additional information received, bd has determined that this event is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not heating on the arctic sun device. The nicu patient was on a device for seizure management and multiple brain anomalies. The patient started the therapy and was 35.9c for the last 24hours and was unable to reach the target temperature of 36.5c to 37.5c. The device received alarm 115 (prolonged warm water exposure) for every 30 minutes and stopped the therapy. The neonatal pad was around the patient. They were unable to use the overhead radiant heater due to the eeg scalp leads and risk of scalp burns. They had a camera on the baby for the seizure activity and could not add a blanket. The esophageal probe was in place. The medications for the seizure management and sedation were being administered. The patient temperature was 35.9c, water temperature was 40.1c and flow rate was 1.0 l/min. Ms&s discussed regarding the alarm 115 and the importance of frequent skin checks and informed the nurse that the device will continue to alarm and stop the therapy due to the prolonged warm water exposure.